Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported the right ventricular (rv) lead had a product performance issue and had been capped and replaced. Follow up determined the rv lead had been capped due to an apparent lead fracture and impedance increase. The rv lead was later explanted during a routine device change out. No patient complications have been reported as a result of this event.